Manufacturer narrative:
The oad and guide wire were received at csi for analysis. Visual examination confirmed the driveshaft fracture at the proximal edge of the crown the crown was engaged on the guide wire. No damage was observed on the returned guide wire. When tested for functionality, the oad operated as intended. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It was hypothesized that this driveshaft underwent excessive flexing near the crown, due to the oad spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend space. At the conclusion of the device analysis, the event was confirmed, however the exact root cause could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. It should be noted that the diamondback coronary orbital atherectomy system instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." (B)(4).

Event description:
During a procedure, a diamondback coronary orbital atherectomy device was selected for a lesion located in the mid left anterior descending artery. The lesion was 90% stenosed, severely calcified, tortuous and had a vessel diameter of 3.5mm. A non-csi catheter was inserted for additional support. The oad was operated on low speed for four treatment passes. Each treatment was thirty (30) seconds in duration. On the fourth treatment pass, imaging showed that the tip of the oad had fractured and the oad was removed. A second guide wire was inserted next to the catheter to maintain wire position, and the catheter was advanced to the fragment. The viperwire was pulled backwards into the catheter along with fragment. The procedure was continued with additional percutaneous intervention with great results.